Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The large hem-o-lok clip applier instrument was analyzed and found to have a grip cable dislodged at the proximal end. Additional unrelated findings: the instrument was found to have grip input disk broken. Input disk 6 and 7 was found broken. The probable root cause is attributed to a loss of cable tension. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for field action# isifa2022-05-c, as previously listed in section h9.

Event description:
Refer to h11 for follow-up information.